Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product/provided pictures identified the end of the plunger is fractured. The fracture surface exhibits stains / bio debris. The collet feature is damaged. The device shows wear & tear that indicates repeated use during a potential field age greater than 3 years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single view of the left axilla demonstrates a left shoulder arthroplasty with metallic screw within the axillary soft tissues, presumably evidence of fractured instrument fragment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was using the instrument, the instrument fractured, and the broken piece fell into the patient. The piece of the instrument was found in the patient after closure by x-ray. The patient underwent a surgery the next day to remove the broken piece.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital but not returned to the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.